Manufacturer narrative:
Act and escape buttons did not respond due to unlock on lcd keypad connector. Unable to perform run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump passed idle current test. Unable to verify alarm due to button keypad anomaly. No frozen screen noted. Time advanced properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a watchdog set test failed. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed watchdog set test failed during rewind and prime sequence and unable to clear the alarm. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.